Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The functional test identified the reported condition as a large leak spraying liquid from the bottom left corner. The leak would have been obvious if present during the filling of the bag. Magnified inspection of the leak location identified the leak as a severe puncture or gouge which is surrounded by eva fray. The manual add port had been used, as evidenced by cannula insertion. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Device operated as intended. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have a pinhole leak on the lower left side corner of the bag. The leak was discovered during pharmacy quality check. This report documents no patient involvement or adverse events. No additional information is available.